Manufacturer narrative:
The customer report of "disarm charge error" was not observed. However, review of the activity log showed occurrences of "defib charging error". The device was put through extensive testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device passed the final est successfully, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device did not operate correctly and displayed an unknown "disarm charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.